Event description:
Peg drill broke off as it was being pulled out.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested, but not made available. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.